Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "no alarming sounds" which was reproduced during evaluation. Visual inspection found the cause to be the rear case flex not being seated correctly in the input/output (io) board. The rear case was re-installed to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced no alarm sound. This occurred in the nursing department during infusion of saline (400ml/hr). There was an occlusion but the nurse never heard the alarm. The volume of the pump was checked and even after turning it up there was still no alarm sound. There was no known patient injury or medical intervention associated with this event. No additional information is available.